Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the proximal port breaking during flushing was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint of component damage was confirmed. The blue piece from the white hub had come out and was separated from the rest of the component. When the set was flushed, leakage did occur at the white hub, no occlusion was observed. Occlusion could not be confirmed as the defect was not replicated. A device history record review could not be performed because a model or lot number was not provided by the customer. As occlusion could not be recreated, a root cause could not be determined. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported an unspecified bd¿ infusion set was damaged or deformed. The following information was provided by the initial reporter: "bilateral io's inserted due to acuity of patient, initial insertion had the medic had difficulty removing inner core of needle. Second insertion completed prior to first, medic attempted to flush the max zero and noted medication coming from secondary connector."